Event description:
It was reported the pt had experienced a gripping pain and spasms in her back. The pt reported a physician had told her the issue was due to the incision. The pt takes muscle relaxers for the issue. In addition, the pt reported she had not received effective stimulation since implant. It was reported reprogramming had not resolved the issue. The pt reported she had stimulation in the chest, and only one program provided stimulation to the legs, which was her original painful area.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the lamitrode (3219) lead was returned complete but in three segments; both of the terminal ends were returned and the paddle end was cut off. These anomalies are consistent with explant damage. Continuity testing for the lead did not reveal any electrical opens, and it passed functional testing. We did not identify any anomaly that existed prior to the procedure that would have contributed to the reported complaint. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system was explanted. The exact date of the procedure is unknown.